Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issue. The procedure was completed with another of same device. There were no patient complications reported.